Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The pdrn could not confirm if the patients spouse had disconnected the patient from treatment. The patient recently had a decline in health status as well as a drastic decline in dementia status. Patients undergoing maintenance dialysis with dementia have a 1.5 to 2 times increase in mortality compared to those without dementia. In addition, patients on peritoneal dialysis have a poor long-term survival rate, with only 11% living past 10 years. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) reported that the patient expired on (B)(6) 2021. The cause of death was unknown. Additional information was obtained through follow-up with the pdrn. The patient expired on (B)(6) 2021 at 3:20am. The pdrn stated that the patient would have been in active treatment on the liberty select cycler at the time of death, however they could not confirm if the patients spouse had stopped the patients treatment or disconnected the patient from the cycler on (B)(6) 2021. The spouse had reported that they knew the patient was about to expire and the passed away in the home as were their wishes. The spouse did not call 911 to have the patient transported to the hospital. The patient reportedly had dementia which drastically worsened over the last month. The patients health status also recently declined. The pdrn did not know the cause of death. There was no further information available related to the patient death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.